Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had failed to cross over the multiple orders. A technical support specialist found the slowness was due to database server and had severe performance issue compared to care fusion co-ordination engine database server, dialed into the care fusion co-ordination engine and messages were current at this time, followed knowledge article ¿cce - performance troubleshooting ka¿ and the system experiencing extremely high in latency in processing the data which was related to the software issue, installed, found purge queue to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple orders were not crossing to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.